Manufacturer narrative:
Summary of the investigation: devices history reports (DHR) analysis show that the lead related to this report meets all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. A sudden decrease in ventricular sensing values was recorded by the device approximately on 18 april 2025. Isolated events of low impedance values (= 200 ohms) were also noted. Since 18 april 2025, almost all episodes stored in the device memory have demonstrated oversensing and the presence of noise or artifacts on the ventricular channel, leading to inappropriate sensing events and v pacing inhibition. The origin of these noisy signals is unknown. It is most probably located at lead level but cannot be confirmed with available data. A careful monitoring of the ventricular lead integrity should be performed to ensure adequate sensing and pacing functionality (refer to the recommendations below). This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis

Event description:
Reportedly, during the in-clinic follow-up performed on (B)(6) 2025, on the egm there was a period where the vp marker was present but the waveform was flat for several seconds. Noises were also spotted on thev channel on a remote monitoring record.

Event description:
Reportedly, during the in-clinic follow-up performed on (B)(6) 2025, on the egm there was a period where the vp marker was present but the waveform was flat for several seconds. Noises were also spotted on thev channel on a remote monitoring record.